Event description:
This lead was capped and replaced because during a normal device change out, the shock impedance was >150 ohms. The physician believes that the rv coil/ring was probably damaged during the change out. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. The distal part of the lead including the lead tip and the shock coils were not returned for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned fragments were visually and electrically analyzed. The analysis revealed that the conductor cable to the rv shock coil was fractured near the yoke which can be considered to be the root cause for the high out of range shock impedance. Based on the symptoms, it is reasonable to assume that this damage occurred due to tensile forces applied during the device change. The cuttings in the insulation occurred most likely during the surgery. In summary, the conductor cable to the rv shock coil was found fractured near the yoke, which occurred most likely during the device change. The analysis of the available lead fragments did not reveal any indication of a material or manufacturing problem.